Event description:
It was reported that during the implant procedure, the lead was repositioned and then, the helix would not extend. The lead was removed, replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, tip seal observation, twisted insulation, apparent explant damage, and blood noted on distal conductor and helix mechanism; the analyst noted that the helix will not extend due to the distorted distal coil in the connector; full lead returned and analyzed.